Event description:
Customer reports back to back testing while using the compact plus system with results of 90mg/dl and 427 mg/dl. Level-two qc solution was run and was outside of the acceptable range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.